Manufacturer narrative:
H11. Corrected data: updated sections b2, f10, and h6.

Event description:
It was reported that a patient with a 27mm valve implanted in pulmonary position for nine years and five months underwent a valve-in-valve procedure due to calcification and severe pulmonary stenosis. A 26mm valve was unsuccessfully implanted. The patient was taken to surgery for removal of the delivery system and transcatheter valve. The pulmonary valve was severely stenotic and calcified and it had been implanted in the right ventricular outflow tract, not in the pulmonary valve annulus. The rvot was incompletely resected and it appeared this would be the best place for a new valve to be placed. A 27mm non-edwards valve was implanted in replacement. The tricuspid valve was damaged during transcatheter valve system removal and was replaced with 29mm non-edwards valve. Postoperative echo study was carried out, which revealed good biventricular function and good function of the bioprosthetic tricuspid and pulmonary valves. The patient then returned to the cardiac surgical intensive care unit in a good hemodynamic state.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient with a 27mm valve implanted in pulmonary position for nine years and five months underwent a valve-in-valve procedure due to severe pulmonary stenosis. A 26mm valve was unsuccessfully implanted. The patient was taken to surgery for removal of the delivery system and transcatheter valve. A 27mm non-edwards valve was implanted in replacement. The tricuspid valve was damaged during transcatheter valve system removal and was replaced with 29mm non-edwards valve. Postoperative echo study was carried out, which revealed good biventricular function and good function of the bioprosthetic tricuspid and pulmonary valves. The patient then returned to the cardiac surgical intensive care unit in a good hemodynamic state.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.